Manufacturer narrative:
This report is submitted on october 03, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to a cholesteatoma unrelated to the cochlear implant. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on october 31, 2022.